Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. No excessive no delivery alarms noted. Insulin pump was received with severely scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level went over 500 mg/dl. The infusion set had a bent cannula. The insulin pump alarmed no delivery. The doctor stated that there was something wrong with the insulin pump and it needed to be replaced. The customer was advised that the device would be replaced and agreed to return the product for analysis.